Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the instrument adaptor fell off the end. The end seemed too small. A syringe from a different batch was used and there were no further problems.